Event description:
User stated a leak was coming from the analyzer and soaking up underneath the carpet where the operators walk and was creating a small puddle. No operators were harmed. No patient samples were affected. The field service representative determined there was a problem with the sample probe wash station drain. He removed the waste line to the sample probe wash station and cleaned it.